Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the clip applier would not work. The clips fell out of the jaws. A new clip applier was opened to finsih the case. There was no consequence to the pt.